Event description:
The patient reported their device quit working. No patient symptoms were reported. The implantable neurostimulator (ins) was indicated for post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.